Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer states that she is having trouble with her transmitter sensors. She is getting a sensor error. The sensor was put in yesterday. She states that her blood sugar went up to 500 mg/dl today. Her most recent blood sugar was 514 mg/dl. She treated with the pump. She states that she is feeling ok. She states that her husband made a drink and she thinks it may have been that. She declined troubleshooting for the pump. She has been getting multiple sensor error alerts. Troubleshooting was performed. Nothing is returning.